Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a humming noise when attempting to open the door. A field service engineer adjusted the door and was able to open the door to rearrange the stock. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door issue. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.